Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 129 mg/dl. Troubleshooting was performed and at first insulin did not exit the tubing. But, the customer disconnected and reconnected the infusion set and the reservoir, after which insulin did exit the tubing. Insulin also exited during manual priming. The customer was advised that the error alarm was caused by infusion set/reservoir occlusion. Nothing further was reported.